Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the device didn't start. The battery voltage was 6.6 volts. A new battery resolved the issue. Analysis also found the battery release was sticky. It was noted the ring, ring cover, bails, and bail cover attachments were missing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the external pulse generator (epg) was broken. It was noted there is not any further explanation about product issue. The epg is expected to be returned. There was no patient involvement indicated.